Manufacturer narrative:
Device evaluation: one device was received for investigation. During the visual inspection it was found that the pole clamp handle was damaged, quick connect was corroded, the line cord has a small cut in it showing insulation, plate clip was damaged along with microswitch, water tank cover is cracked on all four corners, front cover and enclosure have scratches and nicks. Pcb missing standoffs and an led. During the functional test, water was put into the water tank, temp check was attached, line cord was plugged into outlet and device was turned on. The device alarmed with temp check. The root cause was that the microswitch lever was bent. No action taken. The device has been deemed beyond economical repair due to the condition and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2018-03-02 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
Additional information was received that confirmed the problem was reported on (B)(6) 2023 and was found on annual preventative maintenance (pm). No patient involvement.

Event description:
It was reported that the warmer would not recognize the administration set when plugged in to it. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.